Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was placed, testing of the lead was attempted using the analyzer and the adapter cables. Pacing was unable to be delivered to the patient while attempting to test the lead. The patient's heart dropped down to 17 beats per minute. This was resolved by plugging the lead directly into the implantable pulse generator (ipg). After inspecting the adapter cable, it was noted that the prongs had been damaged when it was plugged into the analyzer. The patient suffered arrhythmia and heart block. No further patient complications have been reported as a result of this event.